Manufacturer narrative:
Product not returning for this issue. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." Device not returned.

Event description:
It was reported that customer received an auto off alarm. There was no reported impact to customer¿s blood glucose (bg) level. Multiple follow up attempts were made to verify bg level at time of report and if insulin delivery was resumed; however, the customer did not respond.